Event description:
The customer reported via phone call that they had high blood glucose. Customer stated their blood glucose ranged from 200 mg/dl to 600 mg/dl. The customer also reported experiencing low blood glucose. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.